Event description:
Home pt received system error 2240 alarm during treatment on homechoice device. Home pt had cut the pt line tubing of homechoice set with scissors. Home pt states she does not know why she did this. Per health care professionl, prophylactic antibiotics were administered resulting in no pt injury.